Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated they were having high blood glucose and noticed it while removing it. The customer noticed bleeding after removing the set. The customer stated that the site was not actively bleeding. The customer informed that the insulin pump had an insulin flow blocked happened during the bolus. The event resolved by changing the complete set. The insulin pump will not be returned for analysis.